Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the reservoir had occlusion. Customer stated he was running high and changed his set and had no delivery. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Explained to customer the alarm may have been caused by a set/ reservoir occlusion. Advised the customer unable to determine the cause of alarm without complete set change. Advised the set and reservoir as soon as possible, unable to complete due to insulin pump would be replaced because of motor error. No further information provided.